Event description:
The customer reported to philips healthcare that the device failed to power (boot) up and the ac power indicator was not bright. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).